Event description:
A 22 mm diameter x 13.5 cm length aneurx aortic extension cuff with xpedient delivery system was implanted in a pt for endovascular treatment of an abdonminal aortic aneurysm in 2004. Aneurysm was 6.1 cm in diameter; the aortic neck was 26 cm in diameter and 2 cm in length. The aneurysm was moderately tortuous and there was no calcification. It was reported that a sheath was not used during the procedure. It was reported that the device kinked while being inserted into the pt. The iliac artery was dilated and the same device was re-inserted and deployed with some resistance. Upon removal of the delivery system the sheath cover was noted to have a hole 1 cm from the tip. There were no clinical sequelae reported and the pt is reported to be fine.